Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump was also received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Event description:
It was reported that the customer received a battery out limit alarm and then experienced keypad issues on the insulin pump. Prior to the alarm, the customer had removed and reinserted the battery. The customer stated that none of the buttons were responding. The customer's blood glucose was 166 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.